Event description:
Reporter states that the hosp claimed that inner wrapper had a pin hole in packaging. The hospital threw away the packaging. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.